Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 12:30pm on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿95 and 133mg/dl¿ on the subject meter and ¿71 and 109mg/dl¿ on a onetouch ultraeasy meter, obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported immediately developing a symptom of ¿shaking hands¿. The patient reported self-treating this symptom with glucose tablets/gel. At the time of troubleshooting the csr verified that the meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom suggestive of a serious injury at the time the alleged product issue was discovered.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2015). The patient¿s meter has been returned on 2/17/2015 and evaluated by lifescan product analysis on 3/2/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.